Event description:
It was noted that the device was returned to the MFR for an upgrade. During testing, the device was reported to be over-heating.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and excessive debris was discovered in the upper bearings. Presence of debris on the bearings often results in over-heating of the device.